Event description:
It was reported that the ventilator generated a technical error code indicating turbine module stand still detected. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating that turbine module stand still. The evaluation of the provided logs confirms the reported error. Expiratory minute volume low, gas supply pressures low, o2 concentration low and apnea were active during ventilation. Our field service engineer investigated the ventilator on site and solved the issue by replacing the turbine. The replaced part was sent for further investigation. Simulated use testing of the returned turbine module passed the performed pre-use check and could not reproduce the reported failure. No abnormal found during ventilation for four days. After the ventilation, the turbine passed another pre-use check. The reported issue could not be reproduced. Therefore, the root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).